Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise and changes in impedance was noted on the right ventricular lead. Noise was not reproducible via isometrics; however, impedance changes were easily reproduced. The pace/sense portion of the lead was capped, and a new right ventricular pacing lead was implanted on (B)(6) 2019. The patient was stable post-procedure.

Event description:
New information received notes that the new right ventricular lead that was implanted was a competitor lead.